Event description:
It was reported that during an unknown procedure, the surgeon fired the device and resected the tissue. When the stapler was removed, no staples had formed. The case was completed with another firing. There was no pt consequence.